Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during basal delivery. Customer's blood glucose (bg) was 501 mg/dl. A manual insulin injection was administered by a third party, along with correction boluses delivered via the pump to address elevated bg. System check was performed with tandem technical support; however, root cause could not be determined. Customer changed pump supplies and resumed insulin delivery successfully.